Event description:
It was reported that the ilet user experienced nocturnal low blood glucose readings, with the lowest reported value of 60 mg/dl, and treated these episodes with approximately 2 ounces of cherry juice the user typically consumes a small bedtime snack containing about half the carbohydrates of a usual meal and had not been announcing these snacks on the ilet, which constitutes an improper or incorrect usage procedure related to the user interface. Symptoms included hypoglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to unannounced lower-carbohydrate snacks, which aligns with a failure to follow instructions associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.